Event description:
The instrument was used during a radical prostatectomy. It was reported the device misfired, got stuck, and staples did not form properly. On the first firing, the jaws would not open. It also didn't fire properly and staples did not form properly. Finally forced the jaws open. Tried with a second reload but was again unsuccessfully. Surgeon hand sewed the tissue. Surgeon familiar with use of the instrument. There was no consequence to the patient.

Manufacturer narrative:
H6: code 100: damaged firing mechanism. Visual inspections & results: lockout position n/a, cartridge condition n/a, cartridge return batch number n/a, instrument number 35. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack broken, condition of yoke good. Analysis of conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firng prior to complete clamping of the jaws and failure to properly follow reloading instructions.